Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a safety disc error.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified warning and replaced safety and tidal volume disks as cardiosave hours had reached hourly number that disks were due to be replaced and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.